Event description:
It was reported by the physician that he was using a double lumen central venous catheter (cvc) kit and had inserted the introducer needle in the pt; at which time, the needle broke just below the hub. The physician was able to quickly grasp the needle and pull it out. There were no pt complications. The physician also stated over the past six months to a year he has experienced 3 to 4 of the same needles bending at the exact same place without incident that went unreported.